Event description:
During cardiac catheterization, wire position was lost in attempting to recross stent site, wire 'hung up'. Not able to advance or retract wire. Distal end of wire broke off. Pt went to or for coronary artery bypass grafti removal of tip. Pt discharged to home 1/31/98.